Event description:
It was reported that the atrial leadless pacemaker (lp) dislodged three days post implant. The device migrated to the right ventricle. The lp was explanted but not replaced. There were no patient consequences.